Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A video was also provided. Visual inspection noted that the reload was partially fired and engaged in interlock. The jaws of the reload were clamped. The knife bar assembly was advanced to the 3mm mark. Staples were fired, formed, and found between anvil and cartridge. Cartridge had damage between the 1mm and 2mm marks. Functional testing noted that the knife bar was forcefully retracted. The reload jaws were manually opened. The reload was loaded into a representative instrument. The jaws were clamped and unclamped repeatedly without difficulty. The reload was successfully unloaded. It was reported that the device was difficult to unload. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: incomplete retraction and partial firing. The product analysis noted evidence that the device was not used as intended. These issues can occur if the firing handle was not completely cycled. If the instrument return knobs were retracted at any point once the firing cycle had begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut or incomplete staple formation, which may result in poor hemostasis or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: egia60amt egia60amt egia 60 artic med thick sulu - (lot#n3k2427y); egiaustnd egiaustnd endogia ultra univ std stap - (lot#p4g1002). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a colectomy for an appendix tumor, the two reloads were unable to be unloaded. A backup material was used to resolve the issue. There was no patient injury. Medtronic's initial evaluation of the incident is that the reload was partially fired and engaged in interlock. The knife bar assembly was advanced to the 3mm mark. The cartridge has damage between the 1 mm and 2 mm marks.